Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2017, surgeon was unable to thread the 1.5mm threaded drill guide into the plate. Another locking guide was used to complete the procedure with no reported delay or consequence to the patient. Concomitant device reported: plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.5mm threaded drill guide with depth gage. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 323.034, lot no.: l211199: manufacturing location: (B)(4), release to warehouse date: 01.dec.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.